Event description:
It was reported that a ems was used during an unkown procedure. It was reported by the affiliate that the device jammed after the first staple. There was no consequence to the patient.